Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was exercising. Subsequently, the s-ICD was reprogrammed from the secondary to primary sensing vector. The s-ICD system remains in service. No adverse patient effects were reported.